Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported upstream occlusion alarms which were reproduced. A review of the event history log identified multiple upstream occlusion alarms. The reported condition was verified. The cause was determined to be failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The process step and where the event occurred were unknown. There was no patient involvement. No additional information is available.